Event description:
It was reported that the customer was hospitalized for high blood glucose levels (500+ mg/dl) and diabetic ketoacidosis. Customer had an occlusion alarm on the pump, and was using humalog that has been in use for 3 days prior to being hospitalized. She was treated with intravenous insulin and electrolytes while in the hospital.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.